Manufacturer narrative:
Corrected data: patient codes.

Manufacturer narrative:
Corrective action will be pursued through working with the customer to prevent additional occurrences.

Manufacturer narrative:
Corrected data - d2 common device name: photocoagulator and accessories and PMA/510(k) #k954306.the user facility reported the patient was experiencing post-op pain. The evaluation is completed. The sample was returned without a protective clamshell. The needle on the unit was slightly bent. The light path was still intact. Examination of the probe indicated that it had been used given the presence of some surgical debris. Both the laser fiber and the illumination fiber looked okay, although there was a gap between the front-end fibers that was not completely filled in. The unit was given to qc for testing. Qc tested the product and found the laser output to be within specifications and the image to be good. The illumination output was found to be within specifications, but the image had a few rings. The unit was then tested on the r&d stellaris machine. The laser was set at 500mw and 1 second, and a reading of 0.451 joules was obtained, which was above the minimum 0.400 joules required. The laser probe performed within operating specifications. Deviation history review confirmed no deviations were in effect during the manufacture of lot m0025234. This investigation is complete.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
The user facility in (B)(6) reported the laser doesn't work properly. It was firing, but doesn't treat. The doctor requested that the intensity be increased gradually. Starting from 250mw, slowly began to increase the intensity and stopped at 1000mw, because it was causing pain to the patient. The patient was additionally anesthetized due to the laser intensity causing severe pain. The operation was stopped, due to the pain. The laser was changed, and the operation was completed.